Manufacturer narrative:
Final analysis found burn marks on the printed circuit board which resulted in the start up failure.

Event description:
It was reported that the patient's home was hit by lightning storm and the merlin at home transmitter would not power on. The device would no longer be used and was replaced.